Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that their insulin pump had damage and mentioned during troubleshooting that they were hospitalized for diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting for damage. It was found that the insulin pump's battery compartment's top was damaged from too much tightening of the battery cap. No further detail of hospitalization was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self- test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The device was received with cracked case at the display window corners, display window and reservoir tube. It was also received with broken battery tube threads, stained end cap sticker, minor scratched display window and scratched case.